Manufacturer narrative:
H2, h3, h6: a software investigation analysis was initiated on concomitant 9735737 to determine the probable cause of the issue. It was reported that there were no fault/failures found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0. No parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during an electrode and probe placement procedure. It was reported that after merging in the imaging system spin, the image was completely inverted in the merge task. The surgical team had to manually merge the images and then reported receiving an unexpected ring coordinate of roughly 240. Patient present, there was a 10 minute surgical delay. No known impact to patient outcome. Troubleshooting was performed, the reported target and entry point appeared as expected. The field representative (rep) confirmed the correct localizer and frame orientation had been selected. The rep checked image labeling in frame registration and the rep reported the labels were all flipped. The rep corrected labeling in the images task and the issue was resolved, surgical team confirmed expected ring and frame coordinates were displayed and the image merge appeared as expected.